Event description:
It was reported that a spectrum pump experienced a door error during preventive maintenance testing. Any patient involvement, injury ore medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door error through the experience of door not fully latched messages during start-up of the device, but could not reproduce it during evaluation. Evaluation could not reproduce it during evaluation. Evaluation determined the cause to be a failed lower link switch. The lower auxiliary assembly, which contains the failed lower link switch, was replaced.